Event description:
A pt went into symptomatic svt (supraventricular tachycardia) rhythm and required cardioversion. The defibrillator was set to "sync" synchronized at 5 joules, using adult paddles, but failed to detect the ECG and would not discharge. A second set of paddles was tried, but still no ECG reading. Another defibrillator was obtained and the defibrillation was successfully completed. It is suspected that the unit was set for ECG leads input. They should have been using paddle electrodes to pick up the ECG.